Manufacturer narrative:
Patient weight: unk. This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, diopter -8.50/+1.0/014 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to the patient experiencing excessive vault and pupil block with elevated iop. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in a small vial. There was clear surgical residue/debris on product. Visual inspection found the lens to have no visible damage and the lens having foreign material on lens surface (debris and clear residue).(B)(4).